Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 1 hour post implant, the right atrial (ra) lead was suspected to be dislodged which was confirmed with chest x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.